Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. The device history record could not be reviewed as device information is unknown. Based on the information received, the root cause of the reported event could not be determined.

Event description:
The patient had reported they were implanted in (B)(6) 2021 in the united states (implant date unknown) and "a year and a half later" (event date unknown) he discovered the surgery "didn't heal" and he needed to undergo another surgery. The patient reported he was currently in india and was going to get the implanted screw removed in order to have bone grafting performed. No further information is available.